Event description:
Nellcor puritan bennett received a call from a rep of facility on 4/11/2000. Facility called to report the following problem: pressure not dropping to zero at the end of a breath. Occurred on several occasions.